Event description:
Information received regarding the explanted device notes that the patient presented to the hospital with syncope and blackouts. A telemetry link could not be established with the device and no interrogation was possible.